Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) inquired about programming options for a patients implantable cardioverter defibrillator (ICD). The ahp indicated the device had delivered inappropriate anti-tachycardia pacing (atp) therapy for a supra ven tricular tachycardia (svt) episode which was detected as a ventricular tachycardia (vt). It was also noted that the right atrial (ra) lead displayed atrial undersensing. Follow up was conducted and it was verified with the ahp that reprogramming had been completed. The device and lead remain in use. No patient complications have been reported as a result of this event.